Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be stretched. It could not be determined when or how this damage occurred. Fluid was able to flow through the fluid path despite the soft cannula being stretched. The device was leak tested and no tears or leaks were observed that would divert fluid from the intended fluid path.

Event description:
It was reported the patients blood glucose level rose to 575 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the patient could smell insulin.